Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that in (B)(6) 2019, the patient started noticing that their therapy was not as strong as it used to be; the stimulation changed. The rep contacted technical services to obtain a longevity calculation and provided the following settings: current battery voltage: 2.845v; p1 amp:4.0v pw: 300us rate: 40hz therapy imp: 835ohms; p2 amp: 4.0v pw: 330us rate: 40hz therapy imp: 1050ohms. The longevity estimate was calculated to be 32 months. Battery considerations were reviewed with the rep. Additional information was received from the rep on (B)(6) 2019 they reported that the patient was getting some therapy but a replacement surgery was being scheduled. The rep had no further information at this time. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the ins was being explanted due to normal use so it was going to be disposed of by the facility. No further complications were reported.